Manufacturer narrative:
(B)(4). Insulin pump received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime, compromised force sensor system and excessive no delivery test or verify no excessive no delivery, occlusion alarm, low battery alarm and failed battery alarm due to completely broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump had no delivery alarm and battery was diminished. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.